Event description:
A pt receiving leukoreduced red blood cell units (lrbc) filtered with hemasure's leukonet prestorage leukoreduction filtreation system of allergic reaction. Symptoms included: red, irritated eyes.